Event description:
It was reported that the right atrial (ra) lead occasionally undersenses. No reprogramming or intervention was done and the ra lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2011; 5086mri52, implantable pacing lead, (B)(6) 2011. (B)(4).